Manufacturer narrative:
Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damage. Customer's blood glucose level was 149 mg/dl. Customer also stated that the reservoir threading was damage and it was unable to lock in place. The device will be returned for analysis.